Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Pump was not working due to fluid loss at unknown location. All components were explanted and a new device was implanted.